Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 25 mg/ml morphine at a dose of 13.73 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the catheter was revised on (B)(6) 2010, but not registered. The notes made no sense because it stated ¿other¿ with a catheter volume of 0.333 ml. In the notes it stated the existing catheter minus 15 cm and 66 cm to add with 55 cm. It also showed 117 cm, which was 0.257 ml. Additional information was received on 2017-mar-28. The event was noted upon reading the pump pre-case. There were no symptoms related to the catheter revision in (B)(6) 2010 that the representative was aware of. The case was not registered. The cause of the catheter revision was not determined. The patient¿s weight at the time of the event was unknown. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.